Manufacturer narrative:
Concomitant medical products: 5ml bd syringem ref (B)(4), lot number 7341667, exp (B)(6) 2020 normal saline. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an IV fluid and tubing change in the nicu, it was found that there was a leak at the connection of the maxzero and the tubing set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the maxzero and the tubing set was confirmed. Functional testing showed the leak source was the bonded maxzero (on the tubing line with the blue slide clamp). Further inspection under magnification showed a microchannel on the interior wall of the leaking maxzero connector. The root cause of the microchannel that creates a fluid path is a manufacturing issue.

Event description:
The customer reported that during an IV fluid and tubing change in the nicu, it was found that there was a leak at the connection of the maxzero and the tubing set. There was no report of patient harm.